Event description:
"Patient had 4 fr PICC placed 11/2003. PICC became partially blocked and somebody other than IV team must have flushed it hard. Right afterwards it was noted to have a leak near the hub and also leaking around the catheter at the site (another hole must have been higher als0). Catheter exchange was attempted. During the procedure, while removing the PICC through the introducer the PICC met some mild resistance and all of a sudden no resistant and 30cm of catheter was left in pt. Ir removed the rest of the catheter that had ended up mid-subclavian."